Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, an alert for high, out of range, hv lead impedance was observed. Further tests and programming changes were recommended. Physician decided to treat patient with medications. Patient is doing fine and is being monitored.